Manufacturer narrative:
Evaluation, results: related to operational context-balloon burst most likely procedural related; patient¿s condition affected effectiveness of device-75% stenosis and severe calcification and moderate tortuosity; no results available since no evaluation performed- device or procedural images not provided for review. Device not returned. Conclusion: unable to confirm complaint - device or procedural images not provided for review; related to operational context-balloon burst most likely procedural related. Patient¿s condition affected effectiveness of device-75% stenosis and severe calcification and moderate tortuosity. (B)(4).

Event description:
A physician was using a mo.ma ultra 6f ID cerebral protection device to treat a lesion in the internal carotid artery which exhibited 75% stenosis, moderate tortuosity and severe calcification. Aortic arch type I. No abnormality during preparation and inspection of the device prior to use. Negative prep was performed without issue. No resistance noted between the balloon and other devices or the lesion, during delivery of the device to lesion. It was reported that the mo.ma device was been used prior to carotid stent implant. T-safety valve was used during the purging procedure. The mo.ma device was the first device used in the procedure and was delivered to the cerebral artery. It was reported that during the first inflation with the use of a syringe after 1 second, the proximal balloon ¿exploded¿. The carotis artery ruptured, and some tia was seen. The device was removed without issue; lesion was treated with a filter and stenting. The patient status post procedure was reported to be good. No other clinical sequelae were reported for this event.

Manufacturer narrative:
Deformation problem.

Event description:
Device evaluation summary: the device was returned with the original mo.ma box, inserted in a plastic pouch. The hollow mandrel, hemostatic valve and stopcocks were also returned. Traces of blood residue were detected on the device and accessories. An attempt to purge the balloons (distal and proximal) was performed however a leakage was detected on both lines. The balloons were inflated however a leakage detected on both balloons surface. A visual inspection was performed and a long cut was detected, due to a balloon burst. No other abnormalities detected on the device.

Manufacturer narrative:
Inherent risk of procedure-tia (B)(4).